Event description:
The customer reported via phone call that they received a safety notification regarding the scroll wrap feature on the insulin pump. The customer stated they may have had an issue with accidental button pressing. The customer's blood glucose was 245 mg/dl at the time of the call. The customer also reported experiencing low blood glucose the night prior. The customer declined to return the insulin pump at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.